Event description:
The facility pharmacist reported to baxter (B)(4) that a dehp free solution administration set had a broken spike when the nurse tried to connect it to a bag. This occurred before use. There is no report of patient involvement, patient injury, or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection revealed that the spike was broken off, confirming the customer reported condition. The root cause of the reported condition was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.